Event description:
It was reported that there were concerns regarding premature battery depletion. Data analysis showed the battery appeared to be depleting more quickly than expected. Boston scientific technical services (ts) consultant recommended device replacement. Device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that there were concerns regarding premature battery depletion (pbd) of the subcutaneous implantable cardioverter defibrillator (s-ICD). Data analysis showed the battery appeared to be depleting more quickly than expected. The battery was at 25% now down to 14%. Boston scientific technical services (ts) consultant recommended device replacement. Device remains in service. No adverse patient effects were reported. Ts found in the data analysis that the power consumption of device was normal, and there were no anomalies in the battery voltage.